Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the neoflon pro 26ga 0.6mm od 19mm l experienced foreign matter contamination. The following information was provided by the initial reporter: we have noticed defects when using venflons bd neoflon pro lila 26g ,sap:66900 with lot nr.0022225p64. The plastic tip has a kink or notch. Which meant that a child had to be stung several times. We only noticed this notch when we pulled the needle out of the venflon before creating a central venous access in order to test whether the flow catheter would fit through (usual procedure), which was then not possible. We opened several venflons afterwards, and all of them with the above-mentioned lot no. Showed these defects. I was informed that some venflons had black residue in the plastic tube when the needle was pulled out, unfortunately my colleagues have already disposed of these venflons, but I assume that this batch is also affected, as a result we have sorted out all venflons with this lot no. (4 boxes in total).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-03. Investigation summary : the returned neoflon pro samples were mixed with neoflon samples when returned for investigation. The probable root cause of this complaint could be due to user had mixed up neoflon pro and neoflon product in their inventory and mistaken neoflon pro to be neoflon. The notch reported is not a defect. It is a feature in neoflon pro design for the instaflash needle technology. The notch will appear to be darker in appearance inside the catheter. The user could had mistaken the notch to be black residues in the plastic tube when the needle was pulled out. Based on the returned sample analysis, there is no abnormality on both neoflon pro and neoflon.

Event description:
It was reported that the neoflon pro 26ga 0.6mm od 19mm l experienced foreign matter contamination. The following information was provided by the initial reporter: we have noticed defects when using venflons bd neoflon pro lila 26g ,sap:66900 with lot nr.0022225p64. The plastic tip has a kink or notch. Which meant that a child had to be stung several times. We only noticed this notch when we pulled the needle out of the venflon before creating a central venous access in order to test whether the flow catheter would fit through (usual procedure), which was then not possible. We opened several venflons afterwards, and all of them with the above-mentioned lot no. Showed these defects. I was informed that some venflons had black residue in the plastic tube when the needle was pulled out, unfortunately my colleagues have already disposed of these venflons, but I assume that this batch is also affected, as a result we have sorted out all venflons with this lot no. (4 boxes in total).